Manufacturer narrative:
Results: the pet lock was broken and the pull wire was retracted approximately 7.0 cm out of the pull tube on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the embolization coil was damaged and detached from its pusher assembly, inside its introducer sheath. The outer diameter (od) of the embolization coil and the inner diameter (ID) of the introducer sheath were measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the smart coil¿s pet lock was broken, the pull wire was retracted, and the embolization coil was damaged and detached from its pusher assembly inside the introducer sheath. The damage to the embolization coil likely occurred from forceful advancement against resistance. If the pet lock is broken and the pull wire is retracted, by design the embolization coil will detach from its pusher assembly. However, this embolization coil was detached inside its introducer sheath. The embolization coil was flushed out of the introducer sheath by a penumbra investigator. The od of the embolization and the ID of the introducer sheath were measured and found to be within specification. Therefore, the root cause of the resistance experienced by the physician could not be determined. The other manufacturer¿s microcatheter mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and inspected by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through another manufacturer's microcatheter, the physician experienced resistance. Subsequently, the coil became stuck about five centimeters from the microcatheter's tip and was unable to advance any further. Therefore, the physician resheathed the smart coil back into its introducer sheath and then made another attempt to advance the coil through the microcatheter. However, resistance was encountered again and therefore, the smart coil was removed. Next, the physician successfully placed another manufacturer's coil into the d-avf and then completed the procedure using a new smart coil and the same microcatheter. It should be noted that the physician maintained a continuous flush of saline and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.